Event description:
A malfunction alarm with code malf 16 was reported for a pump, and the issue persisted even after reset attempts. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided guidance for resetting the pump, but when the fault reoccurred, they decided to replace it. The customer was instructed to switch to multiple daily injections as a backup therapy and to return the problematic pump with a pre-paid label.